Manufacturer narrative:
Customer provided laser engraved manufacturing date and information from canister cover which was subsequently traced to reported model and production date. No inventory existed of that sku, but canister covers from same period existed in other inventory. Product was tested for both airflow and actual function. No issues were found with either. DHR review found no issues. Sample was disposed of by user and not available for analysis. We have not received any similar complaints. We cannot confirm this complaint. Product not returned for analysis.

Event description:
Patient needed aspiration and suction did not work.